Event description:
The customer reported, there was no image on monitor during fluoro. This event happened during a case.

Manufacturer narrative:
The ge service rep ordered and replaced the interconnect cable, verified proper system operation. System is operating as intended.